Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On an unreported date, the patient was hospitalized for five days and on an unknown date began treatment with vancomycin (250mg, once every 3rd day, ongoing), soframycin (750mg once a day, ongoing) and heparin (2ml per bag, ongoing). Pd therapy was ongoing. The patient was recovered on the same day as the date of this report. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On an unreported date, the patient was hospitalized for five days and on an unknown date began treatment with vancomycin (250mg, once every 3rd day, ongoing), soframycin (750mg once a day, ongoing) and heparin (2ml per bag, ongoing). Pd therapy was ongoing. The patient was recovered on the same day as the date of this report. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b7 should additional relevant information become available, a supplemental report will be submitted.